Event description:
Faint blush noted on patient's left lateral side where pad was placed. There was a documented 2 inch linear red rash. The patient was then transported to pacu. The physician was notified and he ordered a wound care nurse consult and silvadene creme. The patient was discharged in an improved condition with no delay in discharge. Discussion with reps from biosense webster and valley lab and risk manager: the red valley lab pads (rem polyhesive ii) are safer than the blue (polyhesive) pads; however, these are the ones causing the burns. It was discussed that quality of adherence or location/placement may be creating the problem. Also, monitoring of the ablation time should be 10 seconds on and 30 seconds off. Next steps: use red pads and adhere properly and ensure correct location.